Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported the implant in her back was not put in correctly, so it wasn't working, and on (B)(6) 2015, they went in and replaced the leads and repositioned the ins. The patient outcome was not reported. The indication for therapy was non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97754, serial (B)(4), product type: recharger. Product ID: 97740, serial (B)(4), product type: programmer, patient. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had a spinal ins put in at t2. They stated that this device was taken out two weeks ago because of their heart issues. It was reported that they had their spinal device for six years and they tried everything including revisions, but it was not working for them. It was reported that it was not handling it for them and they stated that they had a heart issue, so ¿it makes that crazy¿. The patient stated that the revision from t2 to t7 was done in 2014 and 2015. It was reported that the patient refused to provide further information/details. Patient services attempted to collect all information, but the patient withheld saying the they did not understand why they were going through questions. No further complications were reported/anticipated.